Event description:
It was reported that during a non-tortuous, non-calcified, main left coronary (lca) and proximal left circumflex (lcx) artery stenting procedure, with direct stenting, a non-abbott (3.5 x 14 mm) stent was implanted in the main lca at 12 atmospheres (atm) and a non-abbott (3.5 x 24 mm) stent implanted in the proximal lcx at 12 atm. During post-dilation of the non-abbott (3.5 x 14 mm) stent placed in the main lca, the nc trek (5.0 x 8 mm) balloon dilatation catheter was advanced without difficulty, inflated to 20 atm, and fully deflated prior to removal. The nc trek balloon became stuck with the non-abbott guide wire and there was difficulty removing the balloon; therefore, the non-abbott guide wire and the nc trek balloon dilatation catheter were removed as one unit. Reportedly, the physician "tugged" the nc trek and was able to remove the devices from the patients' anatomy. The procedure was completed with a new non-abbott guide wire and a new trek rx balloon delivery system dilation of the side branch. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: certus pressurewire, runthrough, guide cath: axess 7f jl4.0, stent: nobori 3.5x14mm. (B)(4): above the rated burst pressure. The device was returned for evaluation and the reported resistance with the guide wire could not be confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Because it was reported that the balloon was inflated to 20 atmospheres, it should be noted that the instruction for use (IFU, nc trek cdc, (B)(4), warns: balloon pressure should not exceed the rated burst pressure (rbp). In this case, it does not appear that inflating the balloon above rbp contributed to the difficulty. Based on the information reviewed, there is no indication of a product deficiency.